Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted, as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Rnf: the current IFU (instructions for use) states: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter. Remove the recovery cone and pusher system from kit b. Flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline. Slowly withdraw the cone into the y-adapter to collapse the cone. The cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. Advance the cone by mobbing the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. Continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracing the introducer catheter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. Snf: the device is indicated for permanent implantation. Therefore, removal of the device is not covered within the current IFU ( instructions for use). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided) an attempt to retrieve the filter was unsuccessful. The reason for the filter deployment or retrieval attempt made was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided) an attempt to retrieve the filter was unsuccessful. The reason for the filter deployment or retrieval attempt made was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that tilted with the filter becoming embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten months post filter deployment, the patient underwent an attempted retrieval of the ivc filter. A venacavogram performed prior to attempted retrieval demonstrated filter tilt greater than 20 degrees. After approximately 25 to 30 minutes of attempting to retrieve the ivc filter, the procedure was aborted. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the provided medical records, the filter was tilted greater than 20 degrees.this could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 2616).